Event description:
In 1996, the cyopreserved mitral valve was implanted into a patient during a surgical procedure of unknown type. The patient's medical history is unknown. Approximately 7 years after implant, the mitral valve was explanted. No additional information was provided. Additional detail has been requested from the user facility.